Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 834 mg/dl. Cause of bg level was not known. Customer went to the emergency room (ER) and/or was hospitalized. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to an alternate method of insulin therapy.